Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery (sfa). A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine peripheral cutting balloon. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and water was observed to be leaking from a balloon pinhole located at 1mm distal to the distal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube and shaft, found no issues.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the superficial femoral artery (sfa). A 3.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine peripheral cutting balloon. There were no complications reported and the patient was in good condition post procedure.